Manufacturer narrative:
The device has not been returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Once an investigation is completed and a supplemental report will be submitted. Manufacturer internal reference number: (B)(4).

Event description:
On 06/09/2026, dr. (B)(6) reported that a 68-year-old male patient presented to his titanium dental group office with concerns related to a previously placed dental implant. The implant placement was performed on (B)(6) 2026 at tooth location #05. It was reported that the implant was not placed after immediate extraction and was not loaded immediately. The patient presented with the issue on (B)(6) 2026 before the second stage surgery. During the examination, the doctor discovered that the implant had lost osseointegration. Additionally, the doctor noted loss of crestal bone. As a result, the implant was removed on the same day of the visit. The implant was not replaced. The patient was asymptomatic. The opposing arch consisted of natural teeth. The patient did not sustain any permanent injury, and no additional medical or surgical procedures were required. It was reported that the patient had type iii bone quality and fair oral hygiene. No abnormalities were noted with the implant or packaging.